Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that the customer had high blood glucose levels of 347 mg/dl. The customer treated with a manual insulin injection. The customer reported a blank display on the insulin pump. Troubleshooting was done. The customer was advised to install a new battery on the insulin pump. The customer reported that the display of the insulin pump did return but it took longer than usual. The customer was advised to clean the battery cap of the insulin pump. The customer reported that the display of the insulin pump returned but the customer had to enter the time again. The customer was sent a new battery cap for the insulin pump to rule out any possible issues with the battery cap. No additional information was provided.